Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a vela suprarenal stent graft extension, and a vela infarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately four (4) years post initial implant the patient presented with a rupture and possible iiib endoleak. The physician performed a secondary procedure where the patient was relined with a non-endologix device. The patient was discharged from the hospital post-secondary procedure and is reported as doing excellent. No further additional information or patient sequalae has been reported at this time.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a ruptured abdominal aortic aneurysm (aaa) and a type iiib endoleak of the bifurcated device. Clinical assessment also determined that there was evidence to reasonably suggest the following occurred which were not included in the event as reported: non-endologix stents implanted bilaterally in the common iliac artery (lcia) prior to (B)(6) 2016 (off-label use); occlusion of a non-endologix stent in the lcia with additional endovascular procedure performed on (B)(6) 2016; non-endologix stent implanted in the superior mesenteric artery on (B)(6) 2019; intramural thrombus observed on (B)(6) 2019 per CT. These additional findings were discovered during review on 17 may 2019. The event is most likely user-related due to the non-endologix stent placement (leak was observed at the bifurcation of the afx device and at the superior stent margin of the non-endologix device), and the extra manipulation of the two (2) additional endovascular procedures. Procedure-related harms for this event could not be determined. The final patient status was reported as being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information received per clinical assessment confirming the following: a non-endologix stents in bilateral common iliac artery: unknown date of implant- off label condition, a non-endologix stent occlusion in lcia: 16month post the initial implant (additional endovascular procedure was performed on (B)(6) 2016 to treat the occlusion of the non -endologix stent) a non-endologix stent in the superior mesenteric artery: 44month post implant (additional endovascular procedure was performed on (B)(6) 2019).